Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii video system center had no image during preparation for use for an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image signals from any of the output was confirmed and was caused by a defective power supply unit. In addition, the front panel's indicator all lit up due to defective power supply unit, and image flickering due to faulty video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.